Event description:
Literature report received indicating an incompatibility with a clave. The articles indicate on an unspecified date, a nurse in the emergency room, "was forced to transfer medication from the manufacturer's syringe into another type of syringe so the drug could be injected" through a clave connector. There was no reported adverse patient effect "from the delay in drug administration." No medical interventions were necessary.